Manufacturer narrative:
Complete information or medwatch field e1 initial reporter establishment name: (B)(6). The sodium electrode lot number and expiration date were not provided. The customer observed that there was a clog inside the vacuum flowpath that would be consistent with overconcentration of the sample inside the dilution cup. While the customer was unclogging the vacuum needle, he accidentally put cleaning solution inside the screw that keeps the vacuum needle in place. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Discrepant results were provided for 1 patient. The initial result was 154 mmol/l, with a repeat result of 142 mmol/l. None of the questionable results were released from the laboratory.

Manufacturer narrative:
A field service engineer (fse) cleaned and checked the instrument. The investigation determined that the service action resolved the issue and that the root cause was pre-analytical handling.